Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection that stemmed from osteomyelitis. The leg was removed prior to the system explant. The device was not the cause of the infection. There were no additional adverse patient effects reported. The rv lead was explanted.